Event description:
Ous MDR - after an implantation time of about 23 months, it was reported that the pacemaker could not be interrogated.

Manufacturer narrative:
Ous MDR - the pacemaker underwent an electrical incoming goods control after it arrived at biotronik. It was determined that the pacemaker did not function. The pacemaker underwent a destructive analysis and a damaged circuit was found to be the cause for the loss of function. The quality and mfg documents of the pacemaker were analyzed. Within production, no deviations from the specifications could be found. During production at biotronik, the pacemaker functioned properly. The damaged circuit identified in the analysis worked without anomalies at the time of shipment. In summary, it can be said that the clinical observation was caused by a damaged circuit.